Event description:
It was reported the patient's ipg has been inoperable ever since the patient underwent an unrelated surgical procedure. Allegedly, the patient sent their ipg into surgery mode prior to undergoing surgery. Troubleshooting attempts were unable to provide resolution. As a result, the patient plans to undergo surgical intervention on a later date.

Event description:
Additional information received that patient ipg was explanted and replaced restoring the therapy.

Manufacturer narrative:
Per the clinicians manual electrosurgery. To avoid harming the patient or damaging the neurostimulation system, do not use monopolar electrosurgery devices on patients with implanted neurostimulation systems. Before using an electrosurgery device, place the device in surgery mode using the patient controller app or clinician programmer app. Confirm the neurostimulation system is functioning correctly after the procedure.